Event description:
During troubleshooting of a low drain volume (ldv) alarm that appeared on the homechoice (hc) machine during use, while the patient was connected in the initial drain, the home patient (hp) explained they had changed out the cassette and were still getting the ldv. The technical service representative (tsr) asked the hp if he had changed out the bags too, and the hp stated no. The tsr explained that the hp had introduced air into the setup; compromising the set-up. The tsr assisted with by-passing the ldv with a new set up. The tsr advised the hp to start over with all new supplies. There was patient involvement but there was no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample was not returned to baxter, therefore no evaluation or batch review could be performed. A follow-up report will be filed should additional information become available.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error, reuse of single-use product was confirmed; however, no root cause could be determined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A labeling review of the homechoice apd systems patient at-home guide issued was found to be adequate for the use error(s) in the complaint.